Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal compounded baclofen 150mcg/ml; 8 5.52mcg/day and morphine 20mg/ml; 11.4mcg/day via an implanted pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. A motor stall was seen at the initial interrogation. The patient did not recently have magnetic resonance imaging (MRI). A pump replacement was planned. Specific patient symptoms, cause of the event, interventions, troubleshooting/diagnostics, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report. On (B)(6) 2015, additional information was received from a physician and a company representative. On (B)(6) 2015, the patient's pump was removed due to a motor stall on (B)(6) 2015 that did not recover. The patient experienced a gradual loss of therapy. The cause of the stall is unknown. A rotor study and dye study were performed and the results were ok. The patient was alive and well. No further information was provided.

Event description:
There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Upon analysis completion, a pump motor gear train anomaly with corrosion and/or wear and/or lubrication was found. The stall was also due to shaft-bearing.

Event description:
Additional information was received from a company representative (rep). The drug delivered via the device system was confirmed to be compounded baclofen.